Event description:
It was reported to boston scientific corporation that within a month after placement of a corflo cubby low profile gastrostomy device in 2008, the locking adapter was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.